Manufacturer narrative:
Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: biomet biolox ceramic head. Event: this was used in conjunction with depuy product in this patient. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported device was not possible as it was not returned. Review of provided medical records indicate the patient fell one day post primary, and twice more in the next ten days. It was found the depuy acetabular cup was used in conjunction with competitor devices. This is not recommended and is considered off label use. A search of the complaints databases finds no other reports against the provided product and lot code combinations. The investigation has not identified product contribution to this reporting. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Clinical report states patient was revised to address dislocation. It was noted that the patient fell at home and dislocated her hip three (3) times within 11 days from primary. There was found to be a large hematoma which probably contributed to her instability. The liner was depuy product; the head was competitor product.

Manufacturer narrative:
Added dob this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.